Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to corroded keypad traces. No open circle/alert icon anomaly noted during testing. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were able to navigate to the reservoir set up screen. The customer was unable to rewind the insulin pump to refill the reservoir as a result. Customer stated the up arrow button was not functional. Customer was unable to deliver a manual bolus due to the keypad anomaly. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.